Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: when I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem.

Manufacturer narrative:
H.6. Investigation: the customer complaint that when trying to flush after placing IV it would not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged. The following information was provided by the initial reporter: when I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that that may have been the actual problem.